Event description:
Implant fracture.

Manufacturer narrative:
Implant region 23 fractured. Construction was a removable prosthesis. Bone loss following implant instability caused by patient related periimplantitis is documented.material analysis concluded inhomogenous mechanical overloading of the implant and patient related bruxism.

Event description:
Implant fracture.